Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified lower leg artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.